Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel tortuosity and calcification in the iliac arteries and aneurysm neck were reported to be none to minimal. The pt has a history of severe bilateral pneumonia that required prolonged intubation, and was considered to be a poor surgical candidate. It was reported that follow-up computerized tomography and angiographic examinations indicated that the stent graft had migrated inferiorly. The stent graft was no longer within the neck but within the superior aspect of the aneurysm sac, and a type I endoleak was reported. A talent cuff has been ordered; however, the device has not yet been implanted.